Event description:
It was reported the patient lost a significant amount of weight. Consequently, the patient's scs ipg became superficial and was causing the patient discomfort. Additionally, the patient was unable to communicate with her scs ipg using her charger. The patient's scs ipg was replaced with a new one on (B)(6) 2013. The patient is reportedly well and satisfied with the new ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.